Manufacturer narrative:
Although the device was well beyond its use life, we¿re reporting it out of an abundance of caution to be compliant with 21 cfr part 803. The use of life of the clamp is one year. This incident did not result in any pt injury. Visual inspection showed that the clamp was broken, but the lot code was 3i which was manufactured 02/1/2003. The labeling was evaluated and it states, ¿caution: modification, over extending, bending, and extended use life may cause breakage.¿ the results showed that the clamp had exceeded the 1 year use life. It was concluded that the clamp use at this point is not supported.

Event description:
(B)(4) 2012, heraeus sales rep. Emailed requesting that the office be contacted about a broken clamp. Spoke to office assistant. She said that they were preparing to place the rubber dam assembly into tooth #26 and the clamp broke as they tried to place it. Half of the clamp went down the pt¿s throat and the pt starting coughing real hard and coughed it up. She said that she and dentist were quite startled, but that the pt was fine and wanted to proceed with the treatment. They place the rubber dam assembly all at once, but did not have the clamp ligated to the frame. She said the clamp was attached to the rubber dam. I told her that the clamp was made in 2003 and nearly 10 years old. She asked how they are to know how old a clamp is and wanted to know the life expectancy. I told her that we warranty for 1 year of use. I told her that I still want the clamp returned for eval and would send her a new one.